Event description:
It was reported patient presented remotely. Remote transmission showed that there was failure to deliver high voltage therapy when the patient went into ventricular tachycardia, which was eventually self-terminated. It was also noted that the implantable cardioverter defibrillator (ICD) exhibited functional undersensing. No intervention was performed. Patient's condition was unknown.